Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second and third proglide were attempted, but also resulted in a needle-to-cuff miss. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The two perclose proglide (part 12673-05, lot 88014-6h) indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.